Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix would not retract after several attempts during the implant procedure. After positioning the lead at various positions, high lead impedance was observed. Lead was not used and was replaced. Patient's condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
New information received notes that there was no retraction issue with the lead.